Event description:
(B)(6) study. It was reported damage to the implant fabric occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure, aspirin was administered and heparin was administered pre-transseptal puncture. The patient underwent successful placement of a 31 mm watchman flx left atrial appendage closure device with complete laa seal and deployed device diameter of 25 mm. The patient was started on aspirin and clopidogrel post procedure. The patient was discharged on (B)(6) 2020. On (B)(6) 2021, the patient visited for a 12 month follow-up. The transesophageal echocardiogram (tee) revealed that the mid segment of the closure device's surface, slightly posterior, a suspected fissure/opening measuring 5x3 mm was visible with potential structural dysfunction and bidirectional flow in color mapping. The tee also revealed small anterior leak of around 2 mm and no thrombus noted. Post transseptal puncture, the patient had no residual flow or clearly visible patent foramen ovale (pfo).